Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the lead was performed. The conductor coils were deformed at 458 mm from the terminal pin. There was a cut in the insulation at 216 mm from the terminal pin, likely from removal of the suture sleeve. Dried body tissue was also entwined in the base of the helix. Electronically, lead was found to be within specification. Laboratory testing was unable to reproduce the reported clinical observation of the lead dislodgement.

Event description:
Boston scientific received information that this lead dislodged two days post implant. A revision procedure was performed and the lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This report will be updated upon completion of the analysis.